Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated a manual date change from (B)(4) /2013 at 11:33pm. A manual time change was noted on (B)(4) 2013 from 1:12 am to 2:12am. 2 primes were noted in pump history around 8:00am on (B)(4) 2013. No time/date issues were noted. The pump was exercised for 5 days on 0.5 unit/hour with no time changes noted. The pump was found to pass the time keeping accuracy test. The pump was opened and no moisture was noted in the pump. There were intermittent issues noted to the pcb or flexes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas for an unrelated issue and troubleshooting found that the date is a day ahead. The time on the pump was set correctly but the times in the pump histories appeared to be recorded incorrectly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.